Manufacturer narrative:
A service visit has been performed and the investigation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported experiencing poor vacuum during a cataract procedure. The handpiece was exchanged but the problem persisted; however, the case was completed. There was no harm to the pt.